Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) battery charger not charging battery. No one was harmed.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes) h11. It was reported that during routine checkup the cardiosave intra-aortic balloon pump (iabp) battery charger not charging battery. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and replaced power management board, pwr slot interface and back plane as listed due to ac bulk jr intermittent, not working or charging the battery. The fse loaned the customer a ac bulk jr as the part not available. Once the part available the fse will send customer a new one. All functional and safety checks performed. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, power management, power slot interface board, backplane board. These parts were received with a reported unit failure of charger not charging. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture and tested the parts to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Observed the battery charging in the cardiosave console slot 1 and slot 2, with no problem found. The fat dept. Then installed the console into the cardiosave cart.the fat dept. Observed that the battery charged in slot 1 and slot 2. The fat dept. Could not verify the complaint of the battery not charging. All the parts passed testing. Probable cause as stated in the complaint report was a defective bulk junior causing the batteries not to charge. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported that during routine checkup the cardiosave intra-aortic balloon pump (iabp) battery charger not charging battery. There was no patient involved.